Manufacturer narrative:
Taper ii. Medwatch sent to the FDA on 17/jul/2018. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. The port tubing was noted to be separated from the access port at the port tubing junction. Needle marks were noted on the port septum. The band ring and shell were noted to be separated near the band buckle. An air leak test was performed and the band was noted to be leaking from the shell where the band had been separated near the buckle. A fill inspection test was performed and no blockage was observed. Under microscopic analysis, both ends of the separated portion of the band shell and the partial separation on the band buckle were noted to have a striated origination points, consistent with damage from a surgical tool. A partial separation, located approximately 0.35 inches from the buckle, was noted on the band ring and shell that had an origination point that was striated. Material was noted to be missing from the buckle strap. The opening on the port tubing at the taper tubing junction and both ends of the band tubing, were noted to have striated edges, consistent with damage from a surgical end cut to remove the device. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. The manufacturer of the lap-band ap adjustable gastric banding system has designed, tested and manufactured it to be reasonably fit for its intended use. However, the lap-band ap system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and notwithstanding the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band ap system may be easily damaged by improper handling or use.

Event description:
Reported as: a patient with the lap-band system was reported to have "chronic dysphagia - gerd - reflux - band malfunction." Patient converted to gastric sleeve. Additional information noted the malfunction of the band was that it caused the chronic dysphagia and reflux.